Event description:
Caller states the pt tested 2.5 inr on the coaguchek system and 4.1 inr on a comparison lab. No treatment info provided. No adverse event reported due to results. Requested return of suspect system and replacement was sent.